Event description:
It was reported that during implant, the guidewire got stuck inside the left ventricular (lv) lead. The lv lead was not implanted and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.